Event description:
Reference MDR #1219856-2011-00215 for the first event involving the same patient. It was reported that while in the cath lab the md attempted to insert a second spring wire guide (swg) into the teflon sheath (femoral artery insertion site) when resistance was felt again after 5 or 6 cm and could not advance beyond that. As a result, the iab was removed and a new kit was opened and used with success. There was a 5 minute delay in therapy with no harm to the patient. There was no report of patient death, complications or injury. The patient outcome is fine. Additional information received on (B)(6) 2011 stated that the sheath was not removed. The same sheath and site were used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.